Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the device battery did not last as long as expected. The reporter did not confirm whether the issue occurred after power on, or during patient infusion. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but it had a cracked bottom case. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported errors. The battery and interconnect board were replaced as a preventative maintenance. The cause of the concern could not be determined. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.